Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket was moved. The patient was reportedly doing well postoperatively.